Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that the coating of a hiwire nitinol hydrophilic wire guide was discovered to be damaged upon advancement during a lithotripsy procedure and removal of ureteral stones in a 39 year-old male patient. A new same wire guide was used to complete the procedure. As reported, a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was received 11oct2023. The wire guide was not used with a metal needle or cannula. The coating was activated with saline. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. Additionally, this product is supplied to cook by an external vendor. As such, the supplier also performed an investigation. One device was returned in an opened package. A visual inspection identified that there appears to be coating peeled back and a formed "knot" at 16.5 cm from the distal tip. Then, at 22.3 cm from the distal tip, the coating has been completely stripped off. Length of the bare wire area is 6.4 cm. The supplier also evaluated the subject product. The supplier noted bunching/displacement of the polymer jacket at 16.7cm from the distal tip. The specimen presented jacket to core separation at approximately 22.4cm from the distal tip, exposing approximately 6.4cm of the metallic core wire. The specimen presented multiple kinks and bends of varying severity and frequency scattered over the length of the wire starting at approximately 8.0cm to 88.0cm from the distal tip. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The supplier reviewed the dhrs associated with the subject device lot and found no indication of a manufacturing defect or anomaly related or potentially related to this event. A database search did not identify any other events reported from the field for the subject device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The supplier's investigation concluded that the product met specification at the time of shipment. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿precautions · manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. · when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1 prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.¿ the evidence from the complaint file, device history record, complaint history and the supplier evaluation of the complaint device indicates that the complaint device was manufactured to specification. Based on the information provided, inspection of the returned device, the results of cook's investigation, and the results of the supplier's investigation, a definitive root cause for this event could not be established. Without additional information, clinical/procedural factors contributing to the event could not be ruled out. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received (B)(6) 2023. The wire guide was not used with a metal needle or cannula. The coating was activated with saline.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the coating of a hiwire nitinol hydrophilic wire guide was discovered to be damaged upon advancement during a lithotripsy procedure and removal of ureteral stones in a 39 year-old male patient. A new same wire guide was used to complete the procedure. As reported, a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was requested but is not available at this time.